Event description:
The customer reported the unit gave a high pressure alarm then went ventilator inoperative. The device was in use. The unit was swapped out for another one, there was no patient or user harm. The field service engineer (fse) confirmed the reported failure. The (fse) found in the event logs 35v failure. The following diagnostic errors were found in succession, barometer calibration data error, oxygen flow sensor calibration data error, air flow sensor calibration data error, oxygen pressure sensor calibration data error, machine and proximal pressure sensors failed, proximal pressure sensor calibration data error, and machine pressure sensor calibration data error. The (fse) stated all errors point to a problem with the gas delivery subsystem (gds). After inspection, discovered that data acquisition printed circuit board assembly (pcba) was not plugged into 3 of 4 solenoids. The (fse) will need to correctly re-seat the data acquisition pcba. They also found the front bezel nav-ring was not working; therefore, a front bezel will be ordered along with a pm kit and box. Further information is pending.

Manufacturer narrative:
The field service engineer correctly seated the data acquisition pcba and replaced the front bezel. The unit passed all performance verification testing.